Manufacturer narrative:
D10 concomitant products: 174006 - 174006 protack 5mm disp in - lot# p4b0997. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic retropexy procedure, the tacker device repeatedly jammed, and when a tack did come out, it failed to fix into the tissue. A component of the device (the tack) fell into the patient's cavity but was subsequently retrieved. Another device was opened to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A visual inspection of the inner components of the instrument revealed no abnormalities. No tacks were observed in the shaft. Four loose tacks were received in the opened package. Functional testing found that the handle was cycled with acceptable results. The instrument was fully fired. It was reported that the tacker did not hold. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.